Manufacturer narrative:
The insulin pump alarmed during unexpected restart error test, problem isolated to interface board. The device had a scratched display window, cracked belt clip slot, scratched reservoir tube window and cracked reservoir tube lip.

Event description:
Customer reported on (B)(6) 2014, the insulin pump alarmed unexpected restart. Customer's blood glucose was 123 mg/dl. No alarms noted in the device history. Customer stated the device was not stored or not in use for an extended period of time. Alarm did not occur shortly after inserting a new battery. Alarm occurred during normal use. Customer was advised to monitor the device until replacement pump arrived. No further information reported.